Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8549461; common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8562949; common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8562949. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy with their drg system. As such, surgical intervention occurred wherein the system was explanted to address the issue. The investigation did not determine which lead provided ineffective therapy.